Manufacturer narrative:
Investigation summary: bd has not been provided with photos or samples for catalog 301948 lot 1902169 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It has been reported that one bd¿ syringe with needle has been found experiencing inability to contain medication before use. The following has been provided by the initial reporter: the nurse used a 20mi syringe to extract 10ml of normal saline, and prepared to perform PICC flushing for the patient. When the needle was removed, the tip of barrel was broken and the syringe was replaced immediately. Nurses operate normally, no violence, and eliminate the cause of operation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe with needle has been found experiencing inability to contain medication before use. The following has been provided by the initial reporter: the nurse used a 20mi syringe to extract 10ml of normal saline, and prepared to perform PICC flushing for the patient. When the needle was removed, the tip of barrel was broken and the syringe was replaced immediately. Nurses operate normally, no violence, and eliminate the cause of operation.